Event description:
This report was amended to reflect this cardiac resynchronization therapy defibrillator (crt-d).

Manufacturer narrative:
Our record indicates that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information, via latitude red alert, that this right ventricular (rv) lead exhibited one low shock impedance measurement less than 20 ohms. Technical services (ts) suggested performing synchronized maximum energy shock to look for shorted condition. Ts also indicated that electromagnetic interference (emi) can cause this one out of range value. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.